Event description:
In 2007, a gore propaten vascular graft was implanted as a right common femoral-anterior tibial bypass. Two months later, the anterior tibial portion of the graft was found to be exposed as a consequence of incisional wound dehiscence. Six days later, an attempt was made to mobilize the skin and cover the graft. A month later, the sutures were removed with no report of graft exposure. The following month, the graft was found to be exposed. Three weeks later, the exposed portion of the graft was excised with placement of a saphenous vein bypass graft (svg) from the remaining proximal portion of the femoral-anterior tibial graft to the dorsalis pedis artery. The remaining gore propaten vascular graft and svg were patent as of 2008. No additional information is available at this time. Further investigation is pending.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. The investigation is in progress.